Manufacturer narrative:
No additional information is available. The serial number of the device could not be obtained. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
Reference imp# (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides prod failure investigation, analysis and resolution for the device described in this report. The device in question will be investigation by a maquet service tech. A supplemental- medwatch will be submitted when add'l info becomes available. (B)(4).